Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had trouble to getting insulin in the reservoir the customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states they cannot get the insulin into reservoir or unable to fill reservoir. The device will be returned for analysis.